Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, inadequate bone quality/quantity. Intraoperatively, root remnant with granuloma had to be removed unexpectedly --> defect too large. Attempt to insert implant resulted in lack of primary stability --> implant removed and defect augmented.